Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the existing lead could not be fixated with the setscrew. The lead was inserted fully and the setscrew was screwed in until a rattling noise was heard. The lead could easily be pulled out of the header. A setscrew problem was suspected. The implantable cardioverter defibrillator (ICD) was removed and replaced. No patient complications have been reported as a result of this event.